Event description:
While the generator was sitting in idle, prior to the beginning of a procedure, the pencil self-activated. The pencil reportedly again self-activated during surgery. No injury occurred to the pt or staff.